Event description:
The customer complained that the device was displaying the service indicator. The customer also complained that the device was displaying the low battery warning inappropriately. A new battery had recently been installed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power on. Physio replaced the main pcb assembly and then observed proper operation through functional and performance testing. The device was returned to the customer for use.